Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Alleged false positive from the customer reported on 3/9/22 as having occured in (B)(6)2021. Information reported by user is being reported as required by 21 cfr 803.